Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident with manual injections. The customer stated that they placed a new battery in the insulin pump and it either did not turn on or they got a battery out of limit. The customer informed that the insulin pump alarmed after battery change. The customer reported that they were able to clear the alarm. The customer stated that the batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.